Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported to vyaire that the vela ventilator experienced a "motor fault" showing on the upper left banner. The customer confirmed that there was no patient associated with the reported issue.